Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken during the procedure. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the customer had an endoplege catheter with a ruptured balloon; the balloon popped during the case. After the 3rd retrograde there was blood back in syringe, customer could no longer get pressure. At that point 90% of the case was done. They just gave antegrade at that point. Reportedly, the device was fine when cv tech tested it before insertion and was fine during placement. They knew it was fine after placement due to customer visualizing it on fluro. The balloon was not over inflated. They noticed blood had came back into the syringe. They saved the catheter. Customer further reports that they used these catheters before and have never had this problem. No patient injuries reported.

Manufacturer narrative:
(B)(4). Added additional information the device was received in good visual condition. The blade was visually inspected and no anomalies were found, the tip of the blade was not broken. The device was connected to a test handpiece and generator and functionally tested. During testing, an error code 5 was displayed. The device was disassembled for further visual inspection and the insulation was damaged on the pin. No conclusion could be reached as to how the damage to the pin coating occurred. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.